Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a spinal fusion, a confirmation image acquisition found that the k-wire was placed inaccurately at the l5 vertebrae. The surgeon reported that the reference frame might have been bumped. The frame was reported to have switched positions from the initial image acquisition to the confirmation image acquisition. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was approximately one centimeter. There was no reported delay to the procedure due to this issue. Patient demographics provided.